Event description:
It was reported that the pulse generator exhibited a sensing anomaly. The device initiated inappropriate auto mode switching due to intermittent ventricular undersensing. The device was reprogrammed and remained implanted.